Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision, right resurfacing. Reason(s) for revision: pain. Update - corrected "common name" field for the femoral head. (B)(6) 2015.

Manufacturer narrative:
Asr revision right resurfacing reason(s) for revision: pain update - corrected "common name" field for the femoral head. (B)(4) 2015 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.